Event description:
It was reported that the wake button would intermittently stick. Due to the issue the customer experienced both a an elevated blood glucose (bg) level displayed as "high", although specific value was not provided, and a bg level of 45 mg/dl. The customer addressed the elevated bg level with a manual injection of insulin and consumed carbohydrates to address the low bg level. Reportedly, the customer applied more force to the button to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.